Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04march2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The battery was damaged. The fse replaced the battery and the issue was resolved.

Event description:
It was reported that the unit had a battery failure (battery would not charge). There was no patient involvement. Event date not specified; estimate used.